Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material in biopsy channel¿, was confirmed. The foreign material was cleaning brush. The root cause of the remaining foreign material could not be specified. It was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU) as no further information could be obtained. It was confirmed that the section of the device with the foreign material residue had no deformation. There was no report that the device was used for procedure while the event occurred. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states the detection method in gif-ez1500 operation manual chapter 3. Preparation and inspection. ¿ IFU states the preventative measures in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a clogged channel tube. The device evaluation also found that the light guide was shaved, and the image had a shadow. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope cleaning brush could not be inserted. The device was returned for evaluation. During the device evaluation, it was found that the cleaning brush was stuck inside the biopsy channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.